Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received the controller and recharger and they asked for a battery pack (bp) but did not get it. The patient said their device was still not working properly. The patient said the charge does not last long enough and they had to charge ins twice a day. The patient started noticing it in the last week. The patient confirmed there were no error codes. It was reviewed the charging frequency was unlikely caused by any external device issue and it depended on settings and usage. The patient was directed to follow-up with their healthcare professional. An extra bp was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. The patient reported that circumstances that led to the rapid battery depletion was increased settings to solve patient's pain issues. The rep raised the level of charge which made the difference. The patient was resigned to charging the unit twice per day.

Manufacturer narrative:
Concomitant medical products: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger product ID 97745bp serial# unknown. Product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.